Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occured. The target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). A 38 x 2.75mm taxus¿ liberté¿ long stent was advanced to treat the lesion. However, the device was unable to cross and it was noted that the stent was stuck in the lesion. The physician attempted to removed the device out of patient, subsequently, the stent was dislodged in the femoral artery. The procedure was completed with a different device. No further patient complications were reported. Patient's status was stable.